Event description:
Healthcare professional reported "for several months the right breast has been hard, tender, deformity - implant rupture.'' The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "for several months the right breast has been hard, tender, deformity - implant rupture. ''The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: crease is observed. Wear abrasion is observed. Nick is observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "for several months the right breast has been hard, tender, deformity - implant rupture.''the device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.